Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "postoperative pain."

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to medial condyle pain. During the procedure, it was noted that the femoral component was loose. The tibial bearing, locking bar and femoral component were removed and replaced.